Event description:
High thresholds were reported on the model 4193, impedance increase on model 6947, and out of range measurements on model 6949. All the leads were capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided.